Manufacturer narrative:
Approximate age of device ¿ 7 months. The lvad remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2018, the patient called the lvad clinician with complaints of dizziness for a week. The patient¿s anticoagulation medication at the time of the event was warfarin and aspirin. On (B)(6) 2018, lab tests revealed the patient¿s hemoglobin was 7.4 g/dl. The patient was still experiencing dizziness and also had dark stools. The patient was admitted into the hospital for gastrointestinal bleed with a hemoglobin of 5.2 g/dl, and received a blood transfusion.

Manufacturer narrative:
A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.